Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6:part: 319.01, synthes lot: 4812287, supplier lot: na, release to warehouse date: july 12, 2004, manufactured by synthes brandywine. No nonconformance reports (ncrs) were generated during production. Visual inspection: the depth gauge for 2.7mm & small screws was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was missing the headpiece and knurled cap components. The tip of the needle component was observed to be bent. There is no evidence of the alleged condition of broken on the device.. No other issues were observed with the returned device. Dimensional inspection: the dimensional inspection cannot be performed due to the post-manufactured damage and the definitive finding of missing components. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Depth gauge for 2.7 mm to 4.0 mm screws investigation conclusion the complaint condition was confirmed for the depth gauge for 2.7 mm and small screws. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The components are able to be disassembled and were likely misplaced during the device's handling and for bent could be due to unintended forces applied to the needle component. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, discovered before a case, the depth gauges were broken. There was no patient involvement. This complaint involves five (5) devices. This report is for (1) depth gauge for 2.7mm & small screws. This report is 2 of 5 for (B)(4).